Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had fluid in it. Customer stated that they can smell insulin after taking out the reservoir from the insulin pump. Customer stated there was insulin in the reservoir compartment. Customer stated that there was leak in the tubing. The self test was passed. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the anlysis.